Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed with error code 45630. There was a patient involvement/ no adverse event reported.

Manufacturer narrative:
D9 - date returned to mfg: 11/26/2025. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a motor sense bad state. Mu mode to clear error and get the motor odometer. The service history review had no indication that the complaint was related to a service of the device within the review period.